Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that during stenting of the pre-dilated proximal lad with a xience stent, a dissection occurred after implantation of the first stent. The dissection was treated with the implantation of an additional xience v stent. The event resolved the same day. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection is a known possible outcome of coronary stenting procedures, and is listed in the product instructions for use as a potential adverse event. In this case, there was no report of any damage to the stent delivery system prior to the procedure or difficulties experienced during the procedure, which could have contributed to the dissection. Thus, though a cause for the dissection and the relationship to the device cannot be determined, there are no indications of any product deficiencies, which could have contributed to the outcome of the procedure.